Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, yellow particles on the shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - sharp broken on posterior assessed as unidentified (tear) opening. - missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "implant rupture" device has been explanted. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture . Device evaluation: visual analysis of the photographs identified a broken device labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "implant rupture" device has been explanted. This relates to the right side.